Event description:
Facility reports on-going filtration issue that resulted in the presence of pseudomonas in the incoming water.

Manufacturer narrative:
Facility reports continuing contamination of the system's water following filtration. Routine test result that were performed in (B)(4) 2005 and again in (B)(4) 2005 continued to show the presence of pseudomonas in the incoming water following filtration. MFR has made several attempts to repair/restore the dsd machine. Repair history of the dsd range from (B)(4) 2005 to present. To date there has been no absolute conclusion as to why this issue continues to reoccur. MFR shall present facility with suggestions/course of action and will continue to monitor the situation until a definitive resolution has been reached. The dsd machine is currently not in operation. No injuries have been reported as a result of this.